Event description:
It was reported that the 9800 system had an intermittent low ma error and the footswitch does not work. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.